Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that they experienced an issue with some loops. One of them exploded inside a patient during a procedure. Fortunately, the patient did not suffer any harm. This occurred at the beginning of the medical procedure. The second loop exploded outside the patient when they tested the resectoscope again with another loop. As a result, the medical procedure was not carried out. The medical procedure has been postponed to another day. Due to the postponing to another day the case is reportable.